Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery for loosening/lysis. Tuberosity migration was also listed as a primary reason for revision. In the rotator cuff tear section it was noted that tuberosity migration failed the cuff. Patient ID: (B)(6).